Event description:
The customer reported that while pipetting an hcv assay on summit sample handler, insufficient diluent was delivered to well b2 and no error message was posted to the user. A field service engineer was dispatched and replaced the plunger clamp, tip clamp and lld spring in position 2. No death or serious injury was associated with this incident.